Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in clinic experiencing muscle stimulation, the pulse generator exhibited backup vvi mode. A software download was performed successfully. On (B)(6) 2015 the asymptomatic patient presented in clinic with the device in backup vvi mode. A software download was performed, but the device immediately went back into backup vvi mode. No intervention had been reported, the device remained implanted.

Manufacturer narrative:
Final analysis found an integraded circuit which may have contributed to the reported backup vvi mode.

Manufacturer narrative:
(B)(4).

Event description:
New information states that pulse generator exhibited no telemetry, the device was explanted and replaced. No patient information was available.